Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, "the surgeon was unable to retract the device." The safety release was activated but the device still could not be removed. A skin nick was performed, which enabled removal of the device. Closure was reportedly not successful; therefore, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.